Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer was able to lower their blood glucose to 420 mg/dl with treatment by syringe. The customer declined to troubleshoot and stated they would monitor their insulin pump and blood glucose. It was found the customer did not have a bent cannula upon removal of their infusion set. Customer also had blood at site, but declined to troubleshoot. No additional information provided.